Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient stated that the "motor was going so fast. It was pushing on her bladder and reproductive organ." The event date was unknown. No further complications were reported.